Event description:
On 13-mar-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 424 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin, IV fluids, and electrolyte replacement, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin, IV fluids, and electrolyte replacement. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The hyperglycemia occurred following a recent supply change. Review of engineering logs showed that the ilet was repeatedly placed into a paused state for prolonged periods, resulting in interruption of insulin delivery. Although the user reported not intentionally pausing the device, the log data confirm multiple pause events. Based on available information, the event was primarily attributed to use-related factors involving interruption of therapy due to device pausing, with a potential contributing factor of impaired insulin delivery following the supply change. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.